Event description:
It was reported that pre-operatively, the patient was diagnosed with a severe spinal stenosis due to a markedly unstable spondyolisthesis, and a severe degenerative disc disease and teraminal stenosis at l5-s1. Patient has had severe back and leg pain for well over a year. Patient underwent a l4-s1 posterolateral spinal fusion using rhbmp-2/acs on (B)(6) 2003. Patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2003 the patient underwent: l4-s1 posterolateral spinal fusion; l4-s1 posterior instrumentation; right iliac crest grafting through a separate facial incision supplemeted with rhbmp-2/acs product; emg stimulation satisfactory. Preoperative diagnosis: severe spinal stenosis due to a markedly unstable l5-s1 spondylolisthesis, degenerative grade 0 to grade 2; severe degenerative disc disease and foraminal stenosis at l5-s1. Per-op notes: ¿ now we felt that we had a moderate amount of bone but in fact to fill up the size of the lateral gutters it was not sufficient. For this reason rhbmp-2/acs was mixed up and we morselized the laminectomy bone. The bed was dropped to lordosis, rods were placed times two followed by plugs times six and then they were sheared off after compression. Next the gutters were identified and after thorough irrigation using 2000 cc of irrigation, using the antibiotics a strip of rhbmp-2/acs was laid from the transverse process to the sacra ala to lower by copious autograft from the iliac crest and from the lam,inectomy. Next the laminotomy site was checked, wound was described and covered with gelfoam and then small pieces of rhbmp-2/acs sponge were placed in each of the facets.¿ on (B)(6) 2013 the patient underwent lumbar laminectomy, foraminotomy, and facetectomy at the l4-5 and l5-s1 bilaterally. Preoperative diagnosis: lumbar spinal stenosis at l4-5 and l5-s1 bilaterally.